Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) had replaced the (d997-00-1178) pneumatic module assy and after the replacement the equipment passed all the functional testing. There was no involvement of the patient. The defective components were received for further investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Ran the all manifold test with no issues found. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.